Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical code) removed clinical code: infections.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an attune cr fb. Primary surgery was done in 2017 primary surgeon unknown. Prior patient notes were unavailable. Radiographs unavailable. Male right side. The patient was progressively unhappy with the right side. Surgeon described seeing potential loosening on the x-ray on the lateral side of both the femur and tibia. The patella was unresurfaced, but the surgeon also noted that there may be issued with the patella position attributing to the pain. They also had elevated inflammatory markers in their blood potentially indicating a low grade infection. The patient has been experiencing pain during exercise on the right side, while having no issues at all on the left side. When we were about to remove the tibial insert we noticed that it wasn't locked into the tibial tray as it should be. As this has been loose it may have also attributed to the pain which the patient was experiencing. No adverse wear to the poly insert was observed. Either the inset wasn't impacted correctly in the first instance, or at some stage the poly liner has become unlocked from the tibial tray. When the femoral component was removed there appeared to be no difference in fixation between the medial and lateral sides. When the tibial tray implant was removed there was no cement fixation on the base of the tibial tray on the lateral posterior aspect of the implant. The surgeon also said that the tibial tray was easier to remove than the femur, but they weren't loosely fixed.